Manufacturer narrative:
Corrected narrative: it was reported that mesh was implanted on (B)(6) 2008 to treat stress urinary incontinence with concurrent procedures of abdominal sacrocolpopexy, bilateral perivaginal defect repair, excision of eroded vaginal mesh, excision of five eroded vaginal sutures, anesthetic cystourethroscopy and suprabubic catheter placement performed during mesh implantation. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedures and has undergone multiple surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. Additionally, the patient underwent excision of vaginal mesh on (B)(6) 2012 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 to treat stress urinary incontinence with concurrent abdominal sacrocolpopexy, bilateral perivaginal defect repair, excision of eroded vaginal mesh, excision of five eroded vaginal sutures, anesthetic cystourethroscopy and suprapubic catheter placement. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. It was further reported that the patient underwent removal of sutures and vaginal closure due to erosion on (B)(6) 2002. Additionally, the patient underwent excision of vaginal mesh on (B)(6) 2008 and (B)(6) 2012 due to erosion. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.